Event description:
It was reported to boston scientific corporation that a multibite biopsy forceps was used during a biopsy procedure on (B)(6) 2016. According to the complainant on the evening of the procedure, after the patient was discharged home, the patient went to the ER due to abdominal pain and fever. The physician "suspects that this might have been a transient inflammatory process secondary to the biopsies". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted. Additional information received as of august 05, 2016. There were no issues or malfunction noted with this device. The patient was fine after the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a multibite biopsy forceps was used during a biopsy procedure on (B)(6) 2016. According to the complainant on the evening of the procedure, after the patient was discharged home, the patient went to the ER due to abdominal pain and fever. The physician ¿suspects that this might have been a transient inflammatory process secondary to the biopsies.¿ attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be submitted.